Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer biomedical engineer (biomed). The biomed said the patient information is missing in the ICU computer from 6:52 am to 11:49 am. The rse consulted with philips national service support (nss), and it was determined that there was no way to recover the missing information. The biomed requested a technical consultant to go onsite, but then canceled this request, because the issue with the computer was resolved.; it was unknown what was done with the computer to resolve the issue. The engineer provided their analysis findings. However, we are unable to confirm the final disposition of the device because the customer did not provide information on what was done with the ICU central station computer to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on a patient information center ix indicating that patient information is missing from the intensive care unit ICU central station. There was no end data; only showing patient name. The nurses cannot monitor the patients at the central stations. The issue is happening hospital wide. The device was in clinical use at the time the issue was discovered.